Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, functional testing and visual inspection of the returned device was conducted during the investigation. The visual inspection of the used complaint device confirmed a pinhole rupture. The instructions for use included in the product packaging, was assessed. The intended use outlines that it is for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries, including iliac, renal, popliteal, infrapopliteal, femoral and iliofemoral, as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The use of post-dilatation of a stent is not encompassed in the product¿s scope and therefore is considered off-label use. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record of the finished lot and lot subassembly showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, investigation has concluded the cause of this event is user related, off-label use. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: k170193. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the (B)(6) female patient was undergoing stent placement in the distal superficial femoral artery (sfa) proximal to the popliteal artery. Access was gained via the left pedal artery. The advance 14 lp low profile balloon catheter was being used to post-dilate another manufacturer's stent inside the lesion in the distal sfa/ proximal popliteal artery. A cook cto wire (.014) was used, as well as a 4fr cook radial sheath and cook inflation device. Calcification was not noted. The user attempted to inflate the complaint device once with omnipaque 350 contrast with a 70/30 mix; however it would only inflate to 4 atmospheres (atm). The balloon was removed without a sheath. After it's removal, the complaint device was tested on the bench. The technician noted there was saline leaking out of a small pinhole in the balloon. The procedure was completed successfully and the patient was not harmed as a result of the event. The patient did not require additional procedures as a result of the event. There are no photos, images, or operating room reports available for review.